Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections, and met all criteria for release. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved, we have determined that the following factors may have caused or contributed to the damaged haptic is but is not limited to: loading strategy. Lens placement technique. Accessory device support. Poor handling during folding and inserting.

Event description:
It was reported that, "we have an implanted and removed iol due to issues with the haptics. The doctor requested they open and use back up lens CT lucia 602."